Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and found to contain multiple "cassette not attached properly" alarms. A review of the 12-month service history was also performed. Visual and functional testing were conducted. The customer complaint of "cassette not attached" could not be confirmed through functional testing per pvt. Upon further investigation, the dso seal was found to be improperly applied. The dso seal was replaced and calibrated. Pvt was performed, and the unit passed all testing criteria. The unit was then reset to the standard configuration.

Event description:
It was found during investigation of a returned pump that a "cassette not attached properly" alarm was found in the event history log. This is a high-priority alarm that interrupts therapy during use. There was no patient involvement or harm.